Manufacturer narrative:
The castcutter blade subject to this event was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The IFU for the cast cutter blade has a warning which states "cut with an up and down motion as shown. Straight cutting may cut or burn the patient." The cast cutter handpiece associated with this MDR is as follows; part number: 0940000000.

Event description:
It was reported that while removing a fibreglass cast with plaster underneath, the paediatric patient received a cut to the foot and a superficial burn to the skin 1cm long from the cast cutter blade. It was also reported that the cut was repaired by the surgeon using 3-0 chromic sutures.